Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included: pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesion, diagnostic laparoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: product removal updated from (B)(6) 2019. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021, mr received: reporter information, patient dob, medical history, rcc added, product removal date updated. Event: medical device removal updated to event: pelvic pain. Based on the available information. A review of our complaint records and other relevant data will be conducted;.any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received-injury nos replaced and new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.